Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during bolus delivery. There was no reported impact to customer's blood glucose. As the occlusions occurred in the past, tandem technical support was unable to perform a pump system check.